Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
User reported an intermittent issue with probe #4 on analyzer dripping. They also received erratic chemistry results beginning (B) (6) 2010. User provided results for 3 patient samples giving erratic results for calcium and albumin which occurred on (B) (6) 2010. Only 1 of these patient samples gave discrepant results. Sample 1, initial albumin result gave 4.1; repeat on other d module (d1) at the site gave 2.7 g/dl. No incorrect values were reported and no patients were compromised. Albumin reagent lot numbers - r1 61504901, r2 61306301 the field service representative found a stress break at flange of the sample tubing (sample pipette #4). He removed existing flange section from tubing and re-flanged. Multiple air purges did not produce a leak. Customer ran all appropriate controls, with results within range.